Event description:
After running the first 2 tpn's of the day, the source container had 80ml less solution than there should have been. The amount delivered screen was checked and was accurate for what was programmed. The source bottle was lipids and checked by reading the graduation marks on the source bottle. The bags were discarded. The facility reports no patient contact.